Event description:
It was reported that the customer experienced a low blood glucose (bg) displayed as "low" on cgm. Bg cause was not known. Customers husband brought the customer supplies as customer did not feel well enough to gather themselves. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.